Event description:
It was reported that at the end of a mitral valve replacement procedure, when the patient was off pump, the surgical team was getting ready to de-cannulate. A clamp had been placed proximal to the estane section tubing. With no one holding the cannula, the physician placed a second clamp on the estane tube. The cannuala came apart at the heat-shrunk junction and the surgeon controlled the bleeding with a finger over the end of the wire-wound portion that was still in the patient's femoral artery. A clamp was placed on the wire wound section of the cannula and the bleeding controlled. It is estimated there was about one unit of blood loss. Up to that point, this was normal bypass for this procedure. Patient was on pump for about 2 hours. The mean pressure at time of failure was around 110 mm hg. Blood temperature was around 38 degrees celsuius. Blood temperature during the procedure was allowed to drift but would not have gone below 33 degrees celsius.